Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported they could not "crack" the nucleus during a cataract procedure. The surgeon suspected the ultrasound tip was loose. The situation continued after to tighten the tip. The procedure was completed after replacing the tip and with no harm to the patient. No additional information is expected.

Manufacturer narrative:
One phaco tip was returned for evaluation for the report of the phaco tip not functioning correctly, with the possibility of the tip being loose on the handpiece. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and the tip was deemed conforming. The threads and back of the flange have wear present from being on a handpiece. The threads were checked with a go/no-go 4-40 thread gage and the threads were found to be conforming. The complaint evaluation cannot confirm the phaco tip would not function properly. The phaco tip was visually conforming and the thread configuration was good to fit on a handpiece without being loose. The root cause cannot be determined as the phaco tip met specification and the phaco tip passed its priming test. The tip would also not function well if the tip was not tight on the handpiece, but the complaint information indicates the tip was retightened and the problem was still present. No specific action with regard to this complaint was taken because the phaco tip was manufactured to specification, with the cause of the poor tip function unknown. Threads are checked both dimensionally and visually during the manufacturing process to insure a good fit with the handpiece. Dimensions and visual inspections are also checked during the manufacturing process to insure a good functioning phaco tip. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).